Event description:
The explanted lead and generator were received by the manufacturer with a letter from the medical examiner which indicated the patient had passed away. The cause of death was not provided in the documents received. The lead and generator were explanted during the autopsy performed by the medical examiner. The cause of death was later obtained which stated the patient had died of positional asphyxia due to an apparent seizure. The device has been received by the manufacturer however, product analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the lead and generator that were explanted. The generator was able to deliver the expected level of output current. The generator performed according to functional specifications. The lead analysis was completed on the portion of the lead that was received which only included the lead pin. There were set screw marks noted on the lead pin which confirmed proper contact at one time between the lead and generator. The condition of the returned lead is consistent with conditions that typically exist following an explant procedure. There were no discontinuities or anomalies observed.